Event description:
The pt's blood glucose on the one touch basic meter at 8/p in 2001 was 449mg/dl. The pt was administered regular dose of insulin (22 u ultralente). It is unknown if the pt received add'l insulin per the pt's sliding scale. At midnight, the pt appeared comatose and was given glucose gel. The pt's blood sugar was 143mg/dl and, 15 minutes later 204mg/dl. Paramedics were called, the pt's bg on the emt meter was 59mg/dl. The pt was treated with IV insulin, transported and released several hours later.